Manufacturer narrative:
Block h2 (additional information): block a3b (gender), block a5 (ethnicity), block a6 (race), block g2 (report source), block e4 (initial reporter also sent report to FDA) and block h10 (related report number) have been updated based on new information received on december 15, 2025. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2025. During the procedure, while performing an esophageal dilation, the balloon popped. A second balloon was used, and it also popped while inflating in the patient. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2025. During the procedure, while performing an esophageal dilation, the balloon popped. A second balloon was used, and it also popped while inflating in the patient. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.